Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide during a sphincterotomy. Add'l info provided with this report indicated the user applied proper flushing techniques. When the wire guide was removed, the coating of the wire guide separated, but did not detach near the distal end. The device was removed with no injury to the pt.